Event description:
The customer reported via phone call indicating that the insulin pump had a failed battery test. Customer's blood glucose was 171 mg/dl. The customer was instructed to insert new aaa battery and again failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored; all operating currents tested are within specification range. No failed battery test alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.